Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1. 3005168196-2016-00091. The hospital disposed of the device.

Event description:
During preparation for a coil embolization procedure, two ruby coil pusher assemblies became bent as the hospital technologist was taking the ruby coils out of their dispenser hoops. The damaged ruby coils were found prior to use and were not used for the procedure. The procedure was completed using new ruby coils.